Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 2 months after the dental implant was placed in ada site #26 of patient's mouth, non-osseointegration was observed. The clinician report that patient had inflammation, pain, abscess, swelling, and infection. This device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The dentist reported that, 2 months after the dental implant was placed in ada site #26 of patient's mouth, non-osseointegration was observed. The clinician report that patient had inflammation, pain, abscess, swelling, and infection. This device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.